Manufacturer narrative:
On (B)(6) 2019, the user facility reported to a steris account manager that their e-z lift beach chair would not lower and the account manager strongly recommended that the beach chair be removed from service. User facility personnel did not remove the beach chair from service per steris's recommendation and continued to utilize the beach chair subsequently causing the reported event to occur. Steris evaluated the reported event and determined it meets our reporting criteria under 21 cfr part 803; however, steris is not the manufacturer of the e-z lift beach chair. Steris notified the manufacturer, (B)(4), of the reported event to internally investigate and evaluate for reportability in accordance with 21 cfr part 803. It should be noted that steris is submitting a medical device report (MDR) solely due to the receipt of the user facility medwatch report which is in accordance with our procedures and policies. Following the reported event, a steris service technician arrived onsite to inspect the e-z lift beach chair and 5085 surgical table. The technician found no issue with the function or operation of the beach chair or surgical table; no repairs were required. Through follow-up with facility personnel, the technician learned that the beach chair had been improperly installed by user facility personnel as only one side was latched onto the rail. The root cause of the reported event can be attributed to user error. The table was returned to service and the user facility decided to remove the beach chair from service. A steris account manager offered in-service training on the proper use and installation of the e-z lift beach chair; however, the user facility declined. No additional issues have been reported.

Event description:
The user facility reported via medwatch report mw5086272 that during a patient procedure with the patient intubated their e-z lift beach chair that was attached to a 5085 surgical table fell to the floor resulting in the patient falling backwards and impacting the floor. Medical treatment was sought and administered.